Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support with no further issue reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 17 months of support, the patient required a surgical procedure of the stomach to assist in weight loss. The patient had reportedly lost a significant amount of weight and the clinicians determined that the inflow cannula had dramatically shifted. As a result of the limitations in flow, the hospital made a decision to exchange the lvad with another lvad.